Event description:
The patient was implanted with the reactiv8 system over nine months ago and reported significant improvement in her lower back pain. However, the patient experienced irritation in the implantable pulse generator (ipg) pocket site area since the post-implant procedure and bulging of the ipg through the skin. The patient requested the complete removal of the device. There was no report of patient harm or injury. The device was explanted successfully.

Manufacturer narrative:
Outcomes attributed to adverse event - irritation. Complete patient identifier: (B)(6). Mml ref: (B)(4).

Manufacturer narrative:
B2 other - irritation. Complete patient identifier: (B)(6). Mml ref: (B)(4). There device was evaluated, and the device passed the functional test. The device manufacturing record was reviewed. No nonconformances were found that would have contributed to the irritation experienced by the customer. H6 updated. Other devices explanted: percutaneous stimulation leads. S/n (B)(6).

Event description:
The patient was implanted with the reactiv8 system over nine months ago and reported significant improvement in her lower back pain. However, the patient experienced irritation in the implantable pulse generator (ipg) pocket site area since the post-implant procedure and bulging of the ipg through the skin. The patient requested the complete removal of the device. There was no report of patient harm or injury. The device was explanted successfully.